Event description:
Plunger came out of syringe.

Manufacturer narrative:
It was reported that the plunger came out of the syringe. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.